Event description:
It was reported during the procedure, the physician found the dilator deformed and frayed. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly and the product packaging for analysis. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation points appears consistent to that of a stress related break. No other defects or anomalies were observed. The dilator total length measured 34.75" , which is within the specification limits of 34.5"-35" per product drawing. The dilator outer diameter measured 0.10910", which is within the specification limits of 0.107-0.110" per product drawing. The dilator was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, " ensure dilator hub fully snaps into sheath cap...holding sheath in place, remove guidewire and dilator." The hub of the dilator was able to snap into the sheath with no issues. The dilator body was also able to pass through the sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a hub separated from a dilator was confirmed through complaint investigation of the returned sample. The dilator body was separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. Based on the customer description and the returned sample, design likely caused or contributed to this event. A CAPA was initiated to further investigate this issue. Corrective actions were implemented for this issue on 14-jun-2022, which is after the manufacturing date of the dilator involved with this complaint (nov-2021 through jan-2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the dilator deformed and frayed. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).